Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. The helix disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant attempt the screw of the lead didn't come out despite 20 rotations. The lead was returned. No patient complications have been reported as a result of this event.